Manufacturer narrative:
(B)(4). Date sent: 4/26/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: what is the surgeons experience with harmonic technology? Surgeon has been using harmonic for laparoscopic procedures for several years. What is the surgeons experience with the laparoscopic hysterectomy procedure? Surgeon is proficient in performing the tlh procedure and has been for several years what heat management technique was utilized in the surgery? How was thermal injury confirmed / identified? Unusual vaginal discharge was noted post op and then investigated. What was the location of the thermal injury? What other organ was involved with the fistula? This was a vesico vaginal fistula (bladder and vagina) was any other energy devices used in this procedure? If yes, which ones? Harmonic was the only energy source used in procedure why is it believed that the thermal injury contributed to the fistula? This was a possible theory from the urologist.

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy thermal injury occurred which led to a vaginal fistula. The physician has indicated that it will be a couple of months before they repair the damage.